Event description:
The user facility reported that the involved run-through wire was used for a coronary intervention. The wire was placed through the stent struts to perform the intervention. When the wire was removed, it got caught in the stent struts. As the wire was pulled back the wire tip was dislodged, and the wire unraveled. There was no patient injury, and medical or surgical intervention was required. The nurse stated that there was no direct allegation against the device. The patient was in stable condition. The procedure was completed successfully. Additional information was received on 12 jul 2022: the procedure was completed using the involved device. The tip was not removed from the patient when it became dislodged. It is unknown if the instructions for use (IFU) states to not put it through stent struts, however this is a danger and a possibility when the wire is put through stent struts. Testing was not performed to confirm tip location. Additional information was received on 13 jul 2022: a boston scientific ebu guide was used. The tip remained in the patient. It was unknown if the tip will be removed from the patient.